Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine wall'), embedded device ('migration of essure device location of device: uterine wall') and pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. 624005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, vaginal discharge, rash trunk, vulvovaginal rash and skin rash. Concomitant products included folic acid from 2006 to 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), headache ("headaches") and rash papular ("rashes or skin conditions: red bumps abdomen"). The patient was treated with metronidazole (flagyl) and surgery (total hysterectomy (uterus and cervix removed) - robotic laparoscopic.). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, allergy to metals, headache, bacterial vaginosis, uterine leiomyoma and iron deficiency anaemia outcome was unknown and the pelvic pain, menorrhagia, urinary tract infection, vaginal haemorrhage, rash papular and dysmenorrhoea had resolved. The reporter considered allergy to metals, bacterial vaginosis, device expulsion, dysmenorrhoea, embedded device, headache, iron deficiency anaemia, menorrhagia, pelvic pain, rash papular, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, menorrhagia (heavy menstrual bleeding), nickel allergy and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, fibroids, anemia, dysmenorrhea and bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal), bacterial vaginosis, red bumps abdomen, migration of essure device location of device: uterine wall, dysmenorrhea, anemia, fibroids were added. Date of insertion and date of removal were updated. New reporters were added. Patient demographic was added. Outcome was added. Treatment and concomitant drugs were added. Concomitant conditions were added. Event onset dates were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine wall'), embedded device ('migration of essure device location of device: uterine wall') and pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. 624005) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, vaginal discharge, rash trunk, vulvovaginal rash and skin rash. Concomitant products included folic acid from 2006 to 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), headache ("headaches") and rash papular ("rashes or skin conditions: red bumps abdomen"). The patient was treated with metronidazole (flagyl) and surgery (total hysterectomy (uterus and cervix removed) - robotic laparoscopic.). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, allergy to metals, headache, bacterial vaginosis, uterine leiomyoma and iron deficiency anaemia outcome was unknown and the pelvic pain, menorrhagia, urinary tract infection, vaginal haemorrhage, rash papular and dysmenorrhoea had resolved. The reporter considered allergy to metals, bacterial vaginosis, device expulsion, dysmenorrhoea, embedded device, headache, iron deficiency anaemia, menorrhagia, pelvic pain, rash papular, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, menorrhagia (heavy menstrual bleeding), nickel allergy and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, fibroids, anemia, dysmenorrhea and bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), urinary tract infection ("urinary tract infection") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menorrhagia, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, headache, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, menorrhagia (heavy menstrual bleeding), nickel allergy, urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Case upgraded to incident. Event injury was updated to events: pelvic pain, menorrhagia (heavy menstrual bleeding), nickel allergy, urinary tract infection, headaches. Essure implant and explant date were updated. Outcome for events pain and urinary tract infection were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.